Manufacturer narrative:
(B)(4). The analysis results found that one was received for evaluation. A (B)(4) partially fired and one (B)(4) fully fired were returned. After further analysis the knife was noted to have a feature missing that can potentially result in the device locking out. The device was tested for functionality in the straight position with a vascular cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No abnormal noise was noted during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve procedure, on the first firing on the antrum was fine however at the end of the firing there was a high frequency noise. The device was reloaded with a black and upon the second firing the device locked out. The reverse switch was used to open the device. An ec60a device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Antrum. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku, tissue did not appear compromised. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First and second. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? Yes. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No, rep removed from table and dry fired with no problems.